Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a flogard in which the alternating circuit cord was broken. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.